Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: sn (B)(6), cat#02-010-01-0340 - logic femoral ps cem right sz 4; sn (B)(6), cat#02-012-41-4040 - logic tibia traptray cem sz 4f/4t; sn (B)(6), cat#200-02-38 - three peg patella 38mm. There is no other information available. These devices are used for treatment not diagnosis. Pending investigation.

Event description:
It was reported via legal documentation that the patient had an initial right total knee arthroplasty on (B)(6) 2017 then approximately 5 years later, on (B)(6) 2022 underwent a revision surgical procedure. The patient complains of: pain, stiffness, discomfort, and weakness which negatively affected mobility and quality of life and necessitated a revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.